Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers had failed. A field service engineer observed that no hardware had failed. The customer successfully inventoried items in the suspect location. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had multiple drawers were failed. The customer stated that there was a delay in dispensing medication to a patient and user was able to retrieve medications from pharmacy unit. There were no adverse events or injuries reported based on this event.